Event description:
The manufacturer received information alleging a ventilator did not meet the acceptance criteria. The device has a cracked enclosure, broken dc port, and critical errors appear. There was no harm or injury reported. No medical interventions were specified. The downloaded error log contains ventilator inoperable errors. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. This device may not be appropriate for use on a patient in its current condition. This device must be fully evaluated prior to any future patient use. Return to customer unrepaired. It was noted that the device was not needed for inventory and the unit was scrapped.